Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient had a burn accident and the device pocket became swollen with turbid fluid when opened. The pocket fibrous tissue was removed and the exposed ICD was washed and placed under flap then drained. Moreover, the ICD was repositioned. There were no additional adverse patient effects reported. The ICD remains in service.